Manufacturer narrative:
Additional information received on 03 november 2016 and includes: the bone was very hard: the surgeon tapped a 6, put in a 7 screw, took the 7 screw out and then went in with the 8 that broke the driver. On 09 november 2016 the r&d project manager performed a preliminary investigation and commented as follows: the event was due to an use error as: to insert a ø 7screw, the surgeon should have tapped with the tap 7, instead of the tap 6; when the surgeon decided to change to a screw ø 8, even though he had already partially inserted the ø 7screw, the surgeon should have tapped with the tap 8. Batch review performed on 21 november 2016. Lot 1651876: (B)(4) items manufactured and released on 30 september 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Device not yet received.

Event description:
During surgery the screwdriver tip broke off into the screw. No fragments fell into the patient. The surgeon removed the screw. The surgeon used another driver and screw which was used to complete the surgery. There was a delay of approximately 15 minutes. The surgery was completed successfully. Instrumentation will be available.

Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: breakage of the torx tip of the screwdriver, die to excessive torque applied. As stated in the preliminary investigations, this kind of event relates to a misuse: in case of large screws and/or hard bone, the surgeon should prepare tho bone by proper tapping. In this case, a ø8mm screw was inserter, while a ø6 tap was used. Negligible risk for the patient. A second identical screwdriver is included in the set, and also a "simple screwdriver" , therefore the procedure can be completed with minimum delay.